Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient did well initially but later complained of a recurrence of si joint pain. The surgeon determined that the middle implant was not fully across the si joint. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the middle implant and replaced it with a longer implant and added two additional implants. The patient is doing better following the procedure.